Event description:
The manufacturer received information alleging an issue related to a bipap device. The patient alleged visualization of particles, headache and lack of sleep. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device. The patient alleged visualization of particles, headache and lack of sleep. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, on top of the blower motor and the blower motor seal. Also, there were tiny fibers/hairs and a piece of unknown red contamination at the air inlet of the blower box. Dark very light dust-like contamination on the inside of the bottom enclosure and the inside of the rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hairs/fibers in the bottom of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was four error error# 155 (err_cpu_unhandled _exception) level - abort, error# 226 (err_sensor_press_ unreliable) level - stop. The manufacturer concludes,that they could not confirm the customer complaint and there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer was able to confirm the complaint of tiny black and white specks of contamination in the device and airpath, but none were consistent with degraded sound abatement foam.